Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during a revision procedure on (B)(6) 2023, a versalok anchor with threader tab device was used. According to the report, the surgeon guessed that he slammed the device over the top of the versalok anchor that was used in the initial procedure; and it penetrated into the joint. It was reported that after surgery, a CT was performed and showed that the versalok anchor was nearly penetrated by the device. It was reported that a removal procedure was scheduled but the exact date was unknown. It was reported that the patient had no symptoms at this time. No additional information was provided.